Event description:
Information was received that after pocket closure, the right ventricular (rv) lead exhibited undersensing in which therapy was delayed for more than 60 seconds. Hight thresholds were noted. A new rv lead with acceptable pacing and sensing threshold were implanted by the physician. The lead was surgically abandoned. No additional adverse patient effects reported.